Event description:
It was reported that the patient presented in clinic for a follow up. During a procedure a set screw that would not tighten on the left ventricle port on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient was in stable condition.

Manufacturer narrative:
Correction: g2 needed to select distributor in this section.

Manufacturer narrative:
The reported complaint of loose or intermittent connection was not confirmed. The device was received in normal range of option. Analysis of device image was performed, and no anomalies were noted. Mechanical evaluation of header was performed, and damage was noted on the left ventricular septum which is consistent with procedural damage. Septum was removed and the setscrew was noted to be out of the connector block. Further electrical testing was performed, and no anomalies were noted. Longevity assessment was performed, and device was found to have normal battery depletion based on usage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.